Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed that a power event occurred at 5:54 am on (B)(4) 2012 and the time and date reset to factory default; the pump time was manually changed to 10:11 pm on (B)(4) 2012. A pump timekeeping accuracy test was performed and the pump was found to be keeping time accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter, the patient's father, contacted animas to report that on a random basis the pump date/time were incorrect. This did not occur after a battery replacement or reboot of the pump, and there had been no power loss to the pump. The patient noted his basal rate setting was correct. The issue was not resolved. There was no patient injury associated with this issue.